Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had poor vision. The iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as missed target. Additional information has been requested, received and stated that the iol was exchanged for the same lens model but nine diopters less power. There was no patient harm.

Manufacturer narrative:
An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The 29.0 diopter lens was exchanged for a 20.0 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).